Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. The patient was doing well postoperatively. No device malfunction was suspected.